Event description:
It was reported that during the surgical procedure, part of the jaw of the harmonic curved shears insert broke off inside the pt and was retrieved. The harmonic curved shears instrument was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.